Event description:
It was reported a patient's right ventricular (rv) lead presented with a fracture, confirmed via fluoroscopy. A device sensing problem and failure to capture were also noted. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient status was stable.